Event description:
Reporter name - (B)(6): my husband was implanted with this device in (B)(6) of 2024. Less than one month later he had to return to have device removed because of infection and reimplanted. The device has erroneously gone off one time and he was checked out at his drs office where the staff was not even properly trained with this device and how it works. Nothing was found to be wrong. Every few months my husbands device was to be checked out and assured that all was working properly. In (B)(6) of 2026 my husband was on the way to dr appt to meet with rep from avertix and was involved in a fender bender so he called ahead to let dr office know he would be late and also called his rep from avertix who then informed him he was no longer working for avertix and that the company was filing for bankruptcy . No one has notified my husband the patient or the drs office that had implanted the device. We have had no follow-up check up appts regarding the device. I have read the warning letter (B)(4) that was sent to avertix on your website but cannot see any documented responses from them? We are very disturbed that we are dealing with a medical device for the heart and the unacceptable business dealings with this company!!!!! Please respond to this concern asap. Reporter email:(B)(6); hecc:1930, dpc 2303 and 1631. Ref: mw5188855.